Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
It was reported that a bluetooth connection between transmitter and mobile app occurred. Data was returned but will not confirm the issue or determine a probable cause. The probable cause cannot be determined. No injury or medical intervention was reported.